Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's mother that the customer was hospitalized due to diabetes ketoacidosis. Customer's mother stated they had three bent infusion sets. The customer's mother stated that the customer's blood glucose was 28mmol/l. Advised customer's mother to monitor and call back if any further issues persist.